Event description:
It was reported that during a da Vinci assisted surgical procedure, the Single Port (SP) Maryland Bipolar Forceps instrument had an abnormal movement. During instrument inspection, a broken wire in the wrist joint was discovered.The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.